Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/12/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/02/2014 with the following finding:a review of the pump¿s black box history showed that multiple unexplainable power reboots were recorded. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation using the returned battery cap. The battery compartment was fully intact; no damage was observed. The battery cap was able to be fully secured to the pump. No power losses occurred during investigation. The pump current draws were found to be within the required specifications. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of the pump losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.